Event description:
I just received the neuromd device. I thoroughly read the instructions. Once the device was fully charged, I applied it to my lower back region. I turned on both pieces, the remote and the device. On the left side I experienced the sensation similar to a transcutaneous electrical nerve stimulation unit however, on the left side I experienced painful shocking sensations! I had the device on the absolute lowest setting. It was very alarming and I'm certain the device is not meant to do this. I will contact the company tuesday as they are closed for the holiday and request a replacement. I just read complaints from other customers who have also experienced this so it seems the company may have a serious issue with their product which would necessitate an inquiry and perhaps taking this product off the market until the problem can be resolved.